Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). Burning/searing pain at the ins site was reported by the patient who stated it started initially after their initial ins was placed. The patient noted they had nerve damage on their left side (not alleged to be related to the device therapy) and they didn¿t want the health care physician (hcp) to place it there but that they didn¿t talk to the hcp about it before surgery, the hcp said the right side ¿wasn¿t working¿ and that was why they chose the left side. The patient reported they went to another hcp who replaced the ins. It was noted for this event to have occurred suddenly. There were no further complications reported.